Manufacturer narrative:
We should receive the instrument affected, and will provide a final MDR after the complete investigation.

Event description:
Intra-op issue occurred during hip surgery in (B)(6). After impacting the master sl stem, the surgeon struggled to remove the impactor from the stem. When tapping the impactor from the side, he finally managed to remove it.